Event description:
Customer reports of experiencing calibration error and blood glucose versus sensor glucose differences. Customer states sensor glucose was 117 and blood glucose was 33 mg/dl. Low blood glucose was treated with food. Customer declined troubleshooting and requested for sensors to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.